Event description:
The user facility reported the patient had presented with a hemorrhage and a known cerebellar arteriovenous malformation in 2006. An angiogram demonstrated distal left posterior inferior cerebellar artery aneurysm (pica), as the source of the bleed. The patient underwent an attempted embolization of the aneurysm. During the manipulation of the guidewire and an attempt to catheterize the pica aneurysm, the distal 10 cm of the guidewire fractured and separated from the main wire. The proximal end of the guidewire extended down to the c1 level of the left vertebral artery. The patient went to the operating room (or) for retrieval of the guidewire and ligation of the aneurysm. No additional details regarding this complaint were provided.

Manufacturer narrative:
The device in question was not returned to boston scientific for technical analysis and the user facility did not provide a reason as to why the device could not be returned. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant information is found, a supplemental report will follow.